Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleged the patient "sustained [injuries] as a result of the faulty [lead]." The lead reportedly "[shocked the patient] repeatedly and caused him to go into cardiac arrest." No further patient complications were reported as a result of this event.